Event description:
Pt arrived for routine scheduled device evaluation. Numerous attempts were made with 3 different programmers to interrogate the device. All were unsuccessful. Last evaluation of device was (B)(6) 2017, and estimated device longevity was 6-7 yrs. St jude (abbott) tech service dept was contacted by sales rep, (B)(4), at which time device battery was determined to be at eol. Pt denies any symptoms, and does not recall any "vibratory" alert that had been programmed to notify her of battery depletion. Dr roberts was in office today. She was also scheduled for a routine f/u exam with him. He was notified of the device malfunction, and that the ICD model is on the alert / advisory for possible early battery depletion.